Event description:
Tibial trial liner cracked during insertion.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the reported event was confirmed. The triathlon cr tibial trial fractured into two pieces. A portion of the distal rails fractured. Scratches and indentations were observed on the articulating surface and distal rails. Conclusions: the reported event was confirmed. The triathlon cr tibial trial fractured into two pieces. A portion of the distal rails fractured. Scratches and indentations were observed on the articulating surface and distal rails.

Event description:
Tibial trial liner cracked during insertion.